Event description:
On (B)(6) 2010, it was reported the patient had a "wound" over their pump site due to a belt on the patient's wheelchair sitting directly over the pump site and rubbing the skin. The patient's pump was removed on (B)(6) 2010 due to "an opening about the size of a dime" with no infection. On (B)(6) 2010, the patient received a new pump device, and was released from the hospital on (B)(6) 2010. It was stated the patient was receiving "adequate therapy" and was "doing fine." The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).